Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "display is faulty" was confirmed during product evaluation. The root cause of the reported condition was assigned to lines on the main display. The main display was replaced in order to correct the reported condition. Additional information: this is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with "display is faulty." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with an unknown user interface module software version.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.